Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had corroded motor assembly noted during visual inspection. No physical damage noted during testing.

Event description:
The customer reported via phone call that the insulin pump went to blank display. The customer reported that there was leak inside the insulin pump. The customer's blood glucose was 254 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.